Manufacturer narrative:
The peritonitis occurred on an unspecified date between (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for the event were not reported. On an unreported date, the patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Event: upon follow up, it was reported that the patient's pd therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The peritonitis event was attributable to worsening diverticulitis that necessitated resection of the intestines. Based on additional information received, the unknown pd ancillary was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.